Event description:
It was reported that "an arterial catheter was inserted in the left femoral artery in [patient] on 14 november 2025 and removed on (B)(6) 2025, because it was position-dependent, from the time of insertion. A new catheter was inserted in the right femoral artery on (B)(6) 2025, in the same patient; this catheter was also position-dependent after insertion, making it impossible to obtain a reliable arterial pressure waveform on the monitor". As a result, the device was replaced. No patient harm or injury. See associated MDR #3006425876-2025-01162.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "an arterial catheter was inserted in the left femoral artery in [patient] on (B)(6) 2025 and removed on (B)(6) 2025 because it was position-dependent, from the time of insertion. A new catheter was inserted in the right femoral artery on (B)(6) 2025 in the same patient; this catheter was also position-dependent after insertion, making it impossible to obtain a reliable arterial pressure waveform on the monitor". As a result the device was replaced. No patient harm or injury. See associated MDR #3006425876-2025-01162.